Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited difficulty docking to the delivery catheter. The delivery catheter was replaced and the lp was successfully implanted. The patient was in stable condition.